Event description:
Upon routine assessment at 0800, PICC line was noted to be leaking fluids around the catheter site. Fluids were visible underneath the tegaderm dressing covering the PICC site and soaked the steri-strips beneath the site. Fluids were placed and hold and the nicu attending/neonatal nurse practitioner (nnp) were notified. Nnp attempted to flush the catheter and confirmed that fluids were leaking around the site. A new PICC line was inserted shortly afterwards.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: this complaint cannot be classified as no information about the product code was available and no faulty sample was returned for examination. Vygon us contacted the hospital for further information but did not receive the product code, the lot number, or the defective sample for examination, even though the hospital noted in the medwatch report that the catheter had been saved and placed in a biohazard bag. Vygon us received an email from the customer that there was no sample to return. Without the product code, lot number, and defective sample, there is no further analysis could be performed due to a lack of product identification. Corrective action: since the product code, lot number, and defective sample were not provided by the customer for evaluation, no further corrective action will be initiated at this time.

Event description:
Upon routine assessment at 0800, PICC line was noted to be leaking fluids around the catheter site. Fluids were visible underneath the tegaderm dressing covering the PICC site and soaked the steri-strips beneath the site. Fluids were placed and hold and the nicu attending/neonatal nurse practitioner (nnp) were notified. Nnp attempted to flush the catheter and confirmed that fluids were leaking around the site. A new PICC line was inserted shortly afterwards.

Manufacturer narrative:
This malfunction was first reported to FDA by the customer via (B)(4). The malfunctioning device was not returned to vygon the details of the malfunction were evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA with thirty days of its conclusion via follow-up MDR.